Event description:
A customer reported a cartridge alarm, identified as alarm 20, on their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite efforts to load a new cartridge with guidance from technical support, the alarm persisted. As a corrective action, technical support arranged to send a new replacement pump to the customer. The customer was provided instructions on using storage mode and returning the faulty pump, as well as guidance on reprogramming the new pump and reconnecting the continuous glucose monitor. The customer was informed about returning the problematic pump to avoid charges and acknowledged all instructions.